Event description:
Healthcare professional reported, a "rupture. Confirmed via mammogram on unknown side". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Continued: e1: country code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.